Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination; specifically reported as "thought a cap fell off" or "the tip might have been touched" however, the pdrn was unable to confirm these events and the specific touch contamination was considered unknown. On an unknown date, the patient was hospitalized (for six days) for the peritonitis event. The patient received treatment with fortaz and vancomycin (route, doses, frequencies and duration not reported) for the peritonitis event while hospitalized. Action taken with pd therapy was not reported. The patient has recovered from the event and is "doing well". On an unreported date, the patient and the caregiver were retrained on the proper aseptic technique. No additional information is available.